Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibiting an accelerated depletion. This device was programmed to 3.5v in each chamber and patient was in atrial fibrillation (af). However, power consumption of the battery was high since in april this year. Engineering analysis resulted that the power has been stable and high due to the right atrial (ra) rate sensing causing increased current drain. As of this time, this device remains in service. No adverse patient effects were reported.